Event description:
It was reported that the device failed to deflate. The target lesion was located in the left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilation of a previous placed stent. The balloon was inflated using a non-boston scientific inflation device and a saline-contrast ration of 50:50. It was noted that the balloon failed to deflate and the shaft was kinked. The procedure was completed with the original device with no patient complications.